Manufacturer narrative:
Reported event of exit marker bunched. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the complaint device revealed that the exit marker was correctly positioned and was not bunched up. Two kinks were noted along the length of the catheter. Functional analysis found that there was difficulty advancing the device through the scope. The noted defects likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre wireguided catheter balloon was used during a procedure performed on (B)(6) 2015. According to the complainant, the device cannot be introduced into the endoscope due to a black ¿mound¿ on the device. Attempts to obtain additional patient and procedure information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre wireguided catheter balloon was used during a procedure performed on (B)(6) 2015. According to the complainant, the device cannot be introduced into the endoscope due to a black ¿mound¿ on the device. Attempts to obtain additional patient and procedure information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported as a result of this event.